Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. The lead configuration switched to unipolar due to a lead safety switch, and then noise was observed from myopotential oversensing. The device was programmed back to bipolar configuration and the rv impedance measurements were greater than 3000 ohms and there was no capture. Troubleshooting and programming options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information was received which noted that something had previously fallen on the patient¿s chest. An x-ray was subsequently performed which revealed that one of the patient's leads appeared to be fractured near the device. The physician believed both of the patient's leads were fractured. Troubleshooting was performed which showed impedance measurements of greater than 3000 ohms and no capture at maximum outputs while in bipolar configuration. Lead measurements were normal in unipolar configuration. The device sensitivity was reprogrammed. The patient was not pacemaker dependent. The physician would continue to monitor the patient. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided which noted that a surgical revision was performed. The lead was surgically abandoned and replaced due to a suspected fracture. No additional adverse patient effects were reported.